Event description:
It was reported that there was a problem with a gst45w reload today. The metal component of the reload itself became detached and bent. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 457c20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload was received unfired, with the pan partially dislodged from proximal end with an open package. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 457c20, and no non-conformances were identified.